Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I have been there/ pain') and menorrhagia ('menorrhagia') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspnoea ("breathing problems"), thyroid disorder ("lost my thyroid"), chest pain ("chest hurting") and dizziness ("lightheaded/dizzy"). The patient was treated with surgery (ablation and surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, dyspnoea, thyroid disorder, chest pain and dizziness outcome was unknown. The reporter considered chest pain, dizziness, dyspnoea, menorrhagia, pelvic pain and thyroid disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: this case was found to be duplicate of case (B)(4), therefore this case is marked for deletion. Content from social media received. Event menorrhagia added. Legacy device report num (B)(4) (from deletion case (B)(4) and legacy device report num (B)(4) (from retention case (B)(4). On 20-mar-2020: fu5 and fu6 were processed together. Content from social media received. Events chest hurting and lightheaded/dizzy were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I have been there/ pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspnoea ("breathing problems") and thyroid disorder ("lost my thyroid"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, dyspnoea and thyroid disorder outcome was unknown. The reporter considered dyspnoea, pelvic pain and thyroid disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: fu 3 & fu 4 processed together. Social media content received : reporter added. Event- pain I have been there added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyspnoea ("breathing problems") and thyroid disorder ("lost my thyroid"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, dyspnoea and thyroid disorder outcome was unknown. The reporter considered dyspnoea, medical device removal and thyroid disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.